Event description:
Customer called sunrise (B)(4) to complain of the following: "...cushion has never been comfortable and since receiving the cushion they have had skin issues." The dealer (not identified) has inspected the base and has found that the postural support and pressure relief is not symmetric.

Manufacturer narrative:
Background information: age of device at time of report 1 year 1 month. Effective lifetime of device = 2 years. Dealer (not identified) sent in pictures of foam and foam measurements. Dealer reports the following: "one side measures 3-in. From the side wall and the other measures 2.5-in. From the side wall." The measurements must be measured the same distance down from the top or up from the bottom, but there is no indication of where these measurements were taken (in reference to the top or bottom edges); therefore, these measurements cannot be substantiated. However, the manufacturer has determined that, if these measurements accurately reflect a nonsymmetrical / off-center foam base and the expectation was that the foam base would be symmetrical and on-center, this is a malfunction of manufacture. Of note, foam bases are delivered per dealer requirements and some foam bases are required to be asymmetrical or off-center, but this was not specified in this case. Further information provided from the end user (21-sep-2021) claims that he suffered from a "grade 2 pressure injury on the greater trochanter" (left or right side not specified). Pursuant to gl501f8, rev b, tables of harms and severity: a stage 2 pressure sore is reported as 2 = minor injury. Conclusion: due to the determination of manufacturing malfunction (well cut into foam off-center) and report of minor injury, that has the potential for becoming a serious injury in the event of recurrence, this incident is being reported.